Manufacturer narrative:
Sample investigation: the category/ subcategory of leak - infusion set leak and/or damage is verified since the o ring was observed to be atypically positioned, a gap was observed between the needle hub and tubing base, and since leaking was observed during the functionality test. The probable cause for the leak observed during the functionality test is likely due to the gap observed between the needle hub and tubing base. The probable cause for the observed gap and atypically seated o ring is not known. Additional evaluation by tsk laboratory was requested to identify the root cause. Tsk laboratory confirmed additional evaluation will be performed, and the sample will be sent for additional evaluation. No further evaluation is required by the lake county complaints laboratory. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "leak between the needle hub and tubing base".

Event description:
Healthcare professional reported "fourte needle was leaking" during inflation of expander. Later, healthcare professional confirmed observed the leak between the needle hub and tubing base.